Event description:
The customer reported that the system displayed a frame sync error message and then locked up. There is no report of pt injury.

Manufacturer narrative:
A ge rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.